Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture and high impedance. It was further reported that the right atrial (ra) lead exhibited high thresholds, intermittent capture and high impedance the rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.